Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. A crack was observed in the top housing and corrosion was observed on the pcb assembly and the batteries. It cannot be determined when or how these damages occurred. Inspection of the soft cannula found no bends or kinks in the exposed portion of the soft cannula, however a leak test found an internal leak in the soft cannula. Download of the device data was attempted using an external power source, but the device could not connect to a master pdm. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, the patient applied a new pod.